Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain 4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during drain 4. Gts had the patient close all the clamps and transfer set before cycling power twice to clear the alarm. Gts explained that a large amount of air had entered into the disposable. The patient stated the error occurred in drain 4, there were no leaks, and they did not disconnect prior to the error. Gts noted at the time of the call that the patient was not connected to the patient line. All of the lines were in use, and there were no spare line clamps open. Gts advised the patient to discard the supplies and report the error to their dialysis nurse the next morning. The patient elected to complete therapy manually. Gts reviewed proper procedure with the patient. No injury or medical intervention was reported.